Event description:
A customer in the u.s. Reported an rt12 rotor breakage in their statspin ssvt centrifuge during centrifugation. Per the customer the issue happened the weekend prior to their call ((B)(6) 2015) the customer verified they used the shield, there was no escape of parts from unit, and no injuries. The customer indicated that the sample tubes did not leak or break so no samples were lost and there was no delay to (veterinary) patient care.

Manufacturer narrative:
The MFR helped the customer check the centrifuge and run it to ensure it did not require repairs. The customer indicated that they had ordered a new rotor through their distributor and the centrifuge was working fine. No further investigation may be carried out. (B)(4).